Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year later, computed tomography revealed there was one tiny filling defect was present in the pulmonary artery to the left upper lobe. There was no other filling defects or abrupt cutoffs were present. The infrarenal inferior vena cava filter was in place. There were no device deficiencies identified with medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device - expiry date: 07/2013.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, after being diagnosed with extensive right lower extremity deep vein thrombosis. Approximately one years and three months post filter deployment, computed tomography (CT) scan of abdomen and pelvis was alleged that the patient reportedly experienced pulmonary embolism. The device has not been removed and there were no attempts made to retrieve the filter. The current status of the patient is unknown.